Event description:
Indication: age-related osteoporosis without current pathological fracture; spontaneous call, defective device has missed some doses. Pt advised pen needle stuck and device (cant remove and cant use), unknown if user error or defective device. Pt will call manufacturer as well. No adverse events reported. Pt could not unscrew needle and it makes it useless, pt cant put another needle back on to continue using rx. Pt got the whole dose that day; the date the malfunction occurred: (B)(6) 2022. No other information. Not reported if defective device available for return. No other information. Reported to (B)(6) by pt/caregiver.